Event description:
It was reported that customer a bad sensor alert after receiving two calibration errors. Customer's blood glucose was 130 mg/dl. Customer also reports to experience blood glucose versus sensor glucose and will call back for troubleshooting. Customer was advised to change sensor. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.